Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem user guide, ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. Reportedly, the customer over filled the cartridge with insulin and did not practice the proper air removal techniques. Tandem technical support educated the customer this was off-label. Additionally, it was reported that multiple intermittent unspecified cartridge alarms occurred. Reportedly, customer loaded a new cartridge to resolve the issue and resume insulin. There was no impact to the customer's blood glucose level.